Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump damage, insulin flow block and short battery life. The customer reported no adverse event. The event involved product(s) mmt-1884l, unomedical, mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned. Product return status for unomedical is unknown. Mmt-332a will be returned for analysis.

Manufacturer narrative:
The pump was received with a scratched case. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08770 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: (B)(6) 2025 08:05:00.000 insert battery alarm was found on: (B)(6) 2025 10:46:58.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 10:58:00.000. There was no power data available for the date of on (B)(6) 2025. Unable to check power data for low battery alert. No unexpected low battery alert or charge/battery lasts less than expected noted during testing. In further checking of the pump history records: battery cycle 1 received the low battery alert (104) on (B)(6) 2025 13:21:00 after more than 7 days at 29.11 days. With reference to the battery duration failure analysis instructions, customer did not experience charge/battery lasts less than expected or an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file 1 week prior to the event date of 30-jan-2025, these pump error(s)/alarm(s) were noted: lost sensor 1 alert (780) was found on: (B)(6) 2025 08:04:00.000, on (B)(6) 2025 18:04:00.000, on (B)(6) 2025 05:55:00.000, on (B)(6) 2025 06:05:00.000, on (B)(6) 2025 22:25:00.000, lost sensor 2 alert (781) was found on: (B)(6) 2025 18:20:00.000, sensor error alert (801) was found on: (B)(6) 2025 21:19:08.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on the event date of 30-jan-2025. However, no delivery alarm/insulin flow blocked alarm was found on (B)(6) 2025 during bolus delivery. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.13 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. Cosmetic damage was confirmed at the case of the pump during analysis. The pump passed all the required testing. Customer alleged for no delivery alarm/insulin flow blocked alarm and charge/battery lasts less than expected were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.